Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: two events were reported for this quarter. Product return status: two devices were received for evaluation. Evaluation status: two events were confirmed during testing. - two devices were found to be affected by missing paint chips. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device had paint chips missing. Two events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had paint chips missing. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by missing paint chips.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.